Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self-test. No unexpected power loss alarms or insert battery alerts noted during testing. No unexpected replace battery now alarms or low battery alerts noted in the pump trace download. Insulin pump trace download analysis confirmed the pump alarmed power error alarms and replace battery alerts. The power management tool confirmed power error alarms and replace battery alerts was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Device received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, peeling end cap address label and slightly corroded battery tube.

Event description:
The customer reported via phone call that insulin pump had power loss. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.